Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. Therefore, product analysis could not be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that, during an unspecified surgery, the tip of a 2.5 mm evos sm fixed handle linear hex driver broke in theatres. It is unknown if any piece fell inside of the patient's incision. An equivalent device was used to complete the procedure. The surgery was not delayed. The patient was not harmed.